Event description:
It was reported by service report that the stretcher would not lock into steer or brake positions and also stretcher seems to go into trend on its own. There was patient involvement; however, no adverse consequences are reported.

Manufacturer narrative:
Drive link.